Event description:
As reported by the user facility: I started a magnesium bolus on this patient and I had another nurse verify the rate of 300 cc/hr. Fifteen minutes later, when half of the bolus should have been completed, the bag still looked full. The rate was set correctly, the correct tubing was in the correct pump, but it was not running at 300 cc/hr. I called another nurse to double check, and everything was correct. I stopped the mag infusion and switched pumps with the mainline-followed protocol and mag was running much faster. I tested the "broken" pump with the mainline tubing and it was running at what seemed like a 300/hr rate. Pump taken out of service and (B)(6) called. (B)(4).